Manufacturer narrative:
The device was returned as part of the asset return process and the forceps channel port was shaved, due to a cut on bending section cover, water tightness was lost, the image guide bundle has a stain, due to damage on objective lens, a foggy image occurs, the adhesive on the bending section cover was detached, the bending section cover has slack, low angle was noted, the image guide protector, the control unit, the scope cover, the grip, the up/down, the angulation level, the protector of universal cord on the control section side, the eyepiece, the universal cord all has a scratch, and the light guide cover glass has a crack. Based on the results of the investigation, it is most likely that the endo therapy accessories or metal part of cleaning brush may have touched the biopsy channel port when being inserted/withdrawn, as a result, the suggested event occurred. Therefore, a definitive root cause cannot be identified. The suggested event is detectable by handling the device in accordance with the following IFU. ¿the IFU includes the detection method in bronchofiberscope bf-e2 series, chapter 3 preparation and inspection.¿ olympus will continue to monitor the field performance of this device.

Event description:
The bronchofiberscope was returned as part of the asset return process. During routine inspection of the device by olympus, the forceps channel port is shaved. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.